Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer also stated that the escape button on the keypad was unresponsive. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. The device also was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.